Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The area technical operations manager (atom) for an in-patient hospital dialysis unit reported to fresenius that thermal decomposition was identified within the 2008t machine. The machine was initially being evaluated for a ¿heparin pump alarm." As the machine was powered on for troubleshooting, the smell of burning plastic was immediately noted from the card cage. The machine was immediately unplugged and the source of the smell was investigated. A visible burn was noted in the middle of the power control board. Fuses on the board remained intact. Additional information was obtained during follow-up with the atom. There was no observed smoke, spark, flame, or arcing. The power control board was replaced to resolve the reported thermal damage. No other parts sustained thermal damage. The motherboard was replaced to resolve the initial alarm issue. The machine remains out of service pending functional testing. There was no harm to any patients or individuals because of this malfunction. The atom stated the power control board was available to be returned to the manufacturer for physical evaluation.